Event description:
Reporter alleged he had been getting high blood glucose readings on his advantage system for a week and went to the doctor to have his glucose tested. Reporter stated his system read 401 mg/dl back to back with the doctors measurement of 98 mg/dl when testing was performed 2 minutes apart. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.